Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap was separated from the minicap transfer set. This occurred after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye which revealed that the main body was separated from the female connector due to a loose chip insert.. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing without noting any issues. The reported condition was verified. The cause of the reported separation between female connector and twist clamp occurrence was determined to be a loose chip (separation of main body and twist sleeve from female connector) which was identified during visual inspection. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.